Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 40 mg/ml at 4 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. The patient's risk factors for infection included cancer. It was reported that a confirmed pocket infection occurred. The patient experienced swelling. The change in therapy/symptoms was considered sudden. The culture reported was not available at the time of report. The event date was reported as (B)(6) 2016. The patient had a refill (B)(6) 2016. There was not an allegation against device sterility. The company representative learned about the symptoms reported by the healthcare professional at the surgery that occurred. When puss was confirmed, the entire pump and catheter system was removed. The patient's outcome included hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.